Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06360. It was reported that non-sustained right ventricular oversensing was noted on the device. Upon review, the right ventricular lead and left ventricular lead had intermittent loss of capture followed by intrinsic r-wave. The patient presented in clinic on (B)(6) 2019 for a device check. Both leads exhibited high pacing threshold. Programming changes were made which resolved the issue. The patient was asymptomatic.